Event description:
The customer obtained a non- reproducible, higher than expected vitros trop I es patient result (2nd serial sample result = 1.61 vs. An expected result <0.012 ng/ml) from a single patient sample processed on the vitros eci system. The affected result was reported out of the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. However, the physician questioned the affected result and the customer repeat tested the sample. A corrected report was issued. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample while using the vitros eci system. The investigation could not determine a definitive root cause. There was no evidence that an instrument or reagent related issue contributed to the event.